Event description:
A trilogy evo o2 international ventilator was evaluated for preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo o2 international device at a third-party service center, the device failed the active exhalation verification pilot reading test. The device's 3-way solenoid valve has been replaced to rectify test failure. Additionally, the software upgraded to version 1.06.15.00. 4-year service required on device. Air inlet foam filter and particulate filter have been replaced. No alarms sounded at bench run in. The device tested and all testing passed.

Manufacturer narrative:
The reported failure of the device's 3-way solenoid valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.